Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment of atrial output, but it did confirm the customer comment of the liquid crystal display (lcd) "bleeding." It also found the upper case, side bail covers and battery drawer broken, the lead flex cover, battery release, heart block and lower case were contaminated, as well as the lower case being corroded, the battery contacts were compressed, the keyboard scratched and the serial number label torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the evaluation conclusion. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment of atrial output, but it did confirm the customer comment of the liquid crystal display (lcd) "bleeding." It also found the upper case, side bail covers and battery drawer broken, the lead flex cover, battery release, heart block and lower case were contaminated, as well as the lower case being corroded, the battery contacts were compressed, the keyboard scratched and the serial number label torn.

Event description:
It was reported when the ventricular output was at a certain setting or higher, it begins to oscillate when measured. It was also reported the device was returned for display and atrial output repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.